Manufacturer narrative:
Correction: d3.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. Product damage (guidewire kink): the cause of the guidewire kink was not determined, as the product was not returned and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant had placed a impella 5.5 and guidewire for the support of the patient admitted in with acute myocardial infarction with cardiogenic shock. The impella 5.5 was placed as escalation from the cp. The medical doctor had issues with 0.018 wire and it was bent, he felt there could have been damage to the impellar and requested a new 5.5 pump be opened. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.